Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). It was noted the patient's lead had been previously reprogrammed to reduce the sensitivity of the lead, however, oversensing persisted. The rv lead remains in use. No patient complications have been reported as a result of this event.